Manufacturer narrative:
Date of event/therapy date was sometime in (B)(6) 2017. (B)(6). Should additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported the transfer set was damaged and there was a leak. The patient was connected at the time of the event. The issue occurred during treatment and the patient¿s transfer set was replaced to continue peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which noted damaged tubing.. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A leak through the set was identified during leak testing and clamp function testing. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.